Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 150 mcg/ml for a total dose of 89.94 mcg/day, bupivacaine 15 mg/ml for a total dose of 8.994 mg/day, and clonidine 250 mcg/ml for a total dose of 149.90 mcg/day via an implantable pump. It was reported on (B)(6) 2018 the patient reported being in the hospital (unrelated to device/therapy), but during that time the patient reported feeling as if their pump was not working. The clinic received a call on(B)(6) 2018 from a nurse at the hospital with questions regarding the device. Upon provider return of call, the nurse had no outstanding questions. The patient reported they were told their pump had stalled. A review of the logs confirmed a motor stall occurred on (B)(6) 2018 at 14:29 with recovery on (B)(6) 2018 at 15:00 without report of magnetic resonance imaging (MRI). The patient did report increased pain at time of stall. No interventions or changes to the intrathecal (it) rate was performed. No action was taken. The outcome of the event resolved without sequelae on (B)(6) 2018. The clinical diagnosis was increased lumbar pain and the device diagnosis was pump motor stall. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2018. No further complications were reported/anticipated.